Event description:
It was reported during the implant procedure that it was not possible to tighten the setscrew and in turn the setscrew fell out of connector when the wrench was removed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; grommet damage was noted and there was foreign material in the setscrew.